Event description:
It was reported to medtronic minimed that the customer reported crack on pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. No unexpected rattling noise anomaly (with/without reservoir)) noted during testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25 alarm, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: 08/06/2023 09:42:00.000 insert battery alarm was recorded and found in the formatted history file on: 08/06/2023 15:51:11.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 27-aug-2023 at 2:54:56 pm. There was no power data available for the date of 06-aug-2023. Unable to check power data for low battery alert. No unexpected low battery alert noted. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 10-aug-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 08/10/2023 00:01:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: 08/09/2023 17:09:29.000 08/09/2023 17:44:28.000 08/09/2023 18:19:27.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). Unexpected rattling noise anomaly (with/without reservoir) were not confirmed, however, other cosmetic damage was noted. A high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 2. During visual inspection, slight corrosion was also found on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.